Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display screen. The keypad was found to be fully intact with no visible damage. The pump does not power on. Leak testing indicated a case seal leak. The pump cover was removed, and there was internal moisture observed on the pcb. The keypad complaint could not be adequately investigated due to the inability to power on the pump.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that after wearing the pump while swimming, the battery in the pump was replaced in response to a "replace battery" alarm. After the battery was replaced, the keypad buttons had become completely unresponsive. The patient reported seeing moisture under the display screen at that time. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.